Event description:
The customer reported axym bhcg results of 150 miu/ml, 140 miu/ml, and 147 miu/ml on a pt with history of testicular cancer (unilateral orchidectomy performed 30 years ago) currently presenting with a neck lump and sweats. Serum hcg-combo testpack result was negative. Sample tested using an alternate method (not provided) yielded "low or negligible bhcg values". No impact to patient management was reported.